Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's legal guardian (lg) reported on behalf of the patient that their blood glucose (bg) level reached 24 mmol/l (432 mg/dl), while wearing the pod between 36 and 48 hours. The lg reported they did not see the pink slide move into the viewing window, indicating a failure of the needle mechanism to deploy as intended during activation. However, they also reported the when the pod was removed from the infusion site (hip/buttocks) the cannula was observed and it looked normal. As treatment, a new pod was successfully applied.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The download data showed that the pod completed both priming sequences with an expected number of pulses in each and ran for 1993 pulses, delivering several boluses, before deactivation. Investigation of the needle mechanism found no issues that would result in a needle mechanism failure.